Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted that the jaws of the reload were open and the I-beam was fully retracted. The reload had a full complement of staples. The laminates were herniated out of the right side of the reload. The non-articulation flag side blowout plate was fractured distally. One of the reload adapter lugs was damaged. Functional testing was precluded due to the observed condition of the reload. It was reported that there was an excessive load detected during use, the articulation joint was broken, the instrument did not fire, and the jaws did not remain closed. The reported issues were confirmed. The most likely cause could not be established from the information available. Internal process improvements have been initiated to mitigate this issue. The evaluation detected an unreported condition of 'damaged adapter lug.' Replication of this issue may occur when the reload is over torqued during unloading and/or if an attempt is made to unload the reload without using the release button. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: b5, g3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a video-assisted thoracoscopic lobectomy, when firing the first 2-3 cartridges, it worked normally. However, after combining the 60 mm reload with the powered stapler, the tissue was clamped in the fully articulating state, and an excessive tissue alarm occurred. After waiting for about 20 seconds, the surgeon opened and re-clamped the jaws, and zone three was observed on the screen. After clicking the safety button for entering the firing mode, the surgeon pushed down for firing, but it opened spontaneously with some error sounds, and it did not work at all. The wire in the cartridge was protruding from the articulating bend. A new set of powered staplers was used to resolve the issue. There was no patient injury.

Manufacturer narrative:
D10-concomitant product: esig power sigphandle handle- lot#: c22aak0479 sig power sigadaptshort lin short adapt- lot#: c23adb0235. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a procedure, when firing the first 2-3 cartridges, it worked normally. However, after combining the 60 mm reload with the powered stapler, the tissue was clamped in the fully articulating state, and an excessive tissue alarm occurred. After waiting for about 20 seconds, the surgeon opened and reclamped the jaws, and zone three was observed on the screen. After clicking the safety button for entering the firing mode, the surgeon pushed down for firing, but it opened spontaneously with some error sounds, and it did not work at all. The wire in the cartridge was protruding from the articulating bend. A new set of poweredstaplers was used to resolve the issue. There was no patient injury.